Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the customer was instructed to reset the pump to clear the alert, and resume insulin therapy. There was no reported adverse impact to the customer.